Event description:
A facility representative reported that an implantable collamer lens (icl) was implanted as a replacement into a patient's eye due to excessive vault. The problem was resolved. Reportedly, "vault is still 1000um." The lens remains implanted.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).